Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first two firing sequences the tip of the advancer slit toward tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws; pear shaped clips were released. The device fed and formed the remaining four clips conforming according to our manufacturing specifications. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? ---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information.

Event description:
It was reported that during a cholecystectomy procedure, the deployed clip was teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.